Manufacturer narrative:
As soon as ellex medical became aware of the incident, ellex has verified the performance of the unit through a product acceptance fault (paf) record. The unit operates to specifications and the minor misalignment could not have caused the adverse event. Ellex has tried to get in touch with the user facility for further information on patient status. However no further information has been provided to ellex apart from those included in this report. The physician mentioned the patient status would resolve with time. The product was on demonstration and the system has been removed from the doctor's office post this event. The general device aspects with respect to usability, instructions for use and the risk controls were evaluated. Adequacy of device design: indications of parameters relevant to safety: anterior and posterior offset located on the laser head control knob are letter and colour coded . Accuracy of controls: offset range is well defined with the required tolerance. Adequacy of labelling: operator manual (included in attachment) includes sufficient instructions, warnings, precautions for the safe use of the device and the labelling is considered adequate. Risk management: review indicated that the risk control measures (ra tango reflex-08) are adequate and within the normal use risk levels are acceptable. Customer complaints: the device has been in use for approximately 2.5 years from the date of manufacture, no other untoward incidents related to device use were reported apart from this event. Any subsequent findings on patient status will be updated through a follow-up report.

Event description:
Using the tango reflex in posterior membranectomy (laser floater treatment) mode for treating vitreous opacities, the doctor mis-focussed and hit a retinal vessel and blood migrated into the vitreous causing a reduction in visual acuity. The laser product was on demonstration at the surgery centre and was the doctor's first vitreous membrane treatment when the adverse event occurred.